Event description:
A report as received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report as received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report as received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.